Manufacturer narrative:
The hillrom technician found the external speaker needed to be replaced. Per the hillrom service manual it is necessary for the compella® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: brake not set alert. Be sure these alerts operate correctly. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hill-rom performed preventative maintenance on this bed in may 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external speaker to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).